Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-00103 for the associated device information. According to the complainant, the physician faced difficulty advancing the guidewire through a catheter and noted upon examination that the device had peeled. The physician attempted to complete the procedure with another device, but noticed upon examination that it had also peeled. Finally, the physician completed the procedure successfully with another jagwire that had a different lot number. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B) (6). (B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).